Event description:
On (B)(6) 2026, while cas was on-site for surgery support, doctor (B)(6) reported that there was a small anterior tear when removing the button during procedure ID # (B)(6). The site and surgeon are seeking review.

Manufacturer narrative:
Review of procedure # (B)(6) reveals greater than normal tissue reflectance on the anterior capsule. This underlying condition could contribute to an incomplete capsulotomy and subsequent capsular tear. Recommend review of capsular button removal. System functioned as designed. No further clinical follow up is required.